Event description:
Customer reported no reactivity with a patient sample containing anti-fya and two heterozygous fya positive panel cells. All other fya positive cells reacted as expected. Customer could not identify the antibody using this panel and sent the sample to the reference lab for workup. The reference lab reported an anti-fya. Method of reference lab unknown. Qc testing was satisfactory.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. All results were satisfactory. (B)(4).